Event description:
On march 2, 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter was reading inaccurately high compared to his feelings and/or past readings. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient's spouse claimed that approx one month prior, the patient obtained an alleged high blood glucose reading of "450 mg/dl" with the subject meter. Immediately after obtaining the alleged high reading, the reporter stated that the patient began to feel tired, exhausted, sleepy, and "passed out". The cca noted that the patient manages his diabetes with insulin (type unknown); however, it is unknown what action, if any, the patient took regarding his diabetes management as a result of the alleged high reading. It is also unclear if the patient had a loss of consciousness, since the reporter did not report that the patient received any treatment that evening. On the afternoon of the following month, the patient's spouse claimed that the patient saw his physician during an office visit. During the doctor's office visit, his blood glucose was checked with a laboratory instrument and the result came back at "150 mg/dl". The patient was reportedly treated with up to 1/2 a cc of insulin (type and dose unknown). At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly "passed out" immediately after obtaining an inaccurate high reading on the subject meter, which may be suggestive of severe hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.